Event description:
Pt on ventilator. When nurse doing assessment of pt nurse discovered a glow of light in the expiratory circuit. The glow immediately burst into flames. Instantly, the nurse disconnected the ventilator and bagged the pt on room air. At the same time help from other staff members included extinguishing the fire, moving the pt out of the room, and connecting oxygen to the ambu bag. After the fire, rptr has been unable to determine which lot number the circuit came from. Rptr has determined that the circuit was from 1 of 2 lots.